Event description:
It was reported that the system 9900 reported a "low ma" error. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The x ray tube connections were cleaned and greased. This alleviated the problem but the high voltage tank needed to be replaced. Additionally the joystick controller and the footswitch were also replaced due to defects. Filament calibrations were carried out and the system was tested and found to be working as intended and placed back into service.